Manufacturer narrative:
The device history record (DHR) was reviewed for product 22660pc, lot # 515622x. All defib electrode and subassembly components met the required quality assurance tests and acceptance criteria to completely satisfy the manufacturing requirements per the product specification. In addition, the DHR for the defib gel body subassembly used in defib product 22660pc, lot 515622x was reviewed. The DHR for product sr00020 (defib gel body subassembly), lot 508600 passed all acceptance criteria, including visuals and electricals; no functional delamination was observed. No abnormal processing conditions or testing results were identified. Complaint samples were expected , however the sample was lost in transit. Electrical testing was performed on one retain sample to verify the functionality of the defib electrode. The following tests were performed: wire continuity, dielectric testing on the molded connectors, and electrical testing on the defib electrode pads. Upon review of the results, the retain sample conformed to our specifications and the complaint could not be confirmed. Therefore there is no manufacturing related root cause. The following potential root causes are defined in the instructions for use (IFU): the method of preparation, storage and the physical AED unit. To reduce and remove the incidents of storage induced issued please ensure that the product is properly stored. The electrodes should be stored in their sealed protective pouch in a cool dry place, and should be kept away from sunlight.

Event description:
The packaging also indicates that the product should not be used if the pouch is damaged. The pouched product should not be crushed, folded, or stored under heavy objects. There are several important factors that can impact the adhesion of the product that can result in issues related to the electrode not delivering electricity. To reduce and remove the incidents of preparation induced issued please review the following instructions: first, improper application of the electrode or applications without proper skin preparation can cause a failure to create adequate connection between the patient and the electrodes. In order for electrical signals to pass from the body through the electrodes, an electrically conductive path between the skin and electrodes must be established to ensure adequate electrode impedance or contact impedance. Successful defibrillation requires electricity to flow from one electrode to the other through the chest. If the electrodes are not firmly adhered and there is sweat or another conductive material between the electrodes, the electricity will be more likely to flow across the chest rather than through it. Electrode pads must come in direct contact with the skin. Additionally, the packaging instructions should be followed to ensure proper adhesion of the product: remove excess hair. If the chest hair is so excessive as to prevent good adhesion of the electrode pad, the hair should be removed. Clean and dry skin sites. Do not use alcohol or tincture of benzoin. Firmly smooth the electrode from the center outwards to the edges with fingertips to ensure that there are no air pockets, and to ensure that the pad is securely adhered to the patient. Electrodes are not repositionable. Replace with new electrodes if repositioning is required. This will ensure optimal adhesion. Second, improper connection to the therapy cord will also cause the defibrillator to fail to recognize the electrodes. Ensure that the connector and AED receptacle are free of debris and properly connected. Finally, check for the following conditions in the AED unit: control pca failure, parameter pca failure or shok key failure. If any of these errors are observed please contact the AED manufacturer. As this complaint is not confirmed, there are no further corrective or preventive actions required at this time. Further trending will be performed for similar reports, and this complaint will be shared with the defib focus factory to promote awareness.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer states that the defipads were used on a patient in the ccu (cardiac coronary unit). The electric charge of the defib pads did not discharge (did not deliver shock). The customer checked and tested the monitor, cable and defib pads prior to use and could not find any failures. No harm was done to the patient. The product was not treated with disinfection / cleaning solutions. The duration of use was 10-15 minutes and there was no patient consequence and no medical intervention required. The status of the patient is good.